Event description:
It was reported that: 18f manta deployed and after deployment the groin was bleeding. Manual pressure held. A contrast pic was taken by taking a catheter up and over from the right side to evaluate. The radiopaque lock from the manta was clearly not on the artery, appeared the manta was outside the artery. A 10x40 balloon was entered and inflated for 10 minutes. At that time, there was a much smaller leak when another contrast pic was taken. 10x5 covered stent was placed. Final contrast pic of groin, no leak was seen. Additional information: during a tavr procedure, ultrasound was utilized to gain a higher positioned access in the left common femoral artery. Vessel size was 8mm with no calcification and "little" tortuosity at the insertion site. Measured depth for the manta was 3.5cm and there were no issues advancing or withdrawing procedure sheaths. Systolic blood pressure was 110mmhg and act was 321 prior to closure. 8000 units of heparin and 50mg of protamine were administered intravenously during the procedure. It was reported that the physician struggled with pulling back on the blue push rod. Post deployment time to hemostasis was 20-30 minutes and a balloon and stent were needed to stop bleeding. The patient was fine post procedure with no harm reported.

Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. Angiogram images were obtained by vs I/teleflex indicating an artificial hip with a lower third positioned access site. Radiopaque lock positioned far from access. Active bleeding proximal to radiopaque lock. A covered stent was placed over the artery and stopped the bleeding. The device lot history record review for lot number mn2201456 manta 18f indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Case details were reviewed. An 81-year-old male patient (86kg, 154.9cm) presented in the or for a tavr procedure. Ultrasound guidance was utilized to gain a high-positioned access with a high bifurcation. High-access sites are listed as contraindications to the manta device due to the possibility of not achieving an optimal seal and causing more difficulty in controlling bleeding. The arteriotomy was 8mm, clear of calcification, and mild tortuosity, with a measured deployment depth of 3.5cm. No issues were encountered advancing or withdrawing the 14f expandable procedural sheath. Following the tavr, activated clotting time was 321, and heparin and protamin were administered. The 18f manta was then deployed for closure in the right common femoral artery. During deployment, the physician struggled with pulling the manta device too hard and pushing the blue lock advancement tube too hard. The proctor was unable to visualize the measured deployment depth step and noted the device deployment depth might not have been accurate. Following deployment, the access site was bleeding, and manual pressure was held. A contralateral contrast picture was taken to evaluate the bleeding. The contrast picture revealed the radiopaque lock in the tissue tract and not on the vessel. Balloon angioplasty was deployed and inflated for ten minutes, and a follow-up contrast picture continued to indicate slight bleeding. A covered stent was placed to address the bleed, and a final contrast indicated no further bleeding was present. The time to hemostasis was twenty to thirty minutes. The patient outcome, recovered without further complications post-procedure; and following balloon inflation and covered stent placement, the patient did not experience any harm, injury, or health consequence from this event. The suspected cause of the extended hemostasis requiring a covered stent is potentially due to a tract deployment that likely occurred while the physician was withdrawing the manta device and forcing the blue lock advancement tube. The root cause of the tract deployment is due to user error in having high access and not utilizing guided ultrasound for a ccess. Per procedural requirements as indicated in the manta instructions for use: pre-procedure cta is recommended to assess femoral artery anatomy; arterial access should be gained using a micro-puncture technique using ultrasound guidance to puncture the midline of the femoral artery; do not puncture the posterior wall of the artery. The IFU warns not to use manta if there is marked tortuosity of the femoral or iliac artery. Risk documentation was reviewed, and failure to close a puncture hole was identified as a known risk. The severity of harm is ranked as a 4 based on the event of extended hemostasis requiring endovascular intervention (covered stent). Precautions in the IFU indicate if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis. The following potential adverse events related to the deployment of vascular closure devices include other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to vessel laceration or trauma and late arterial bleeding. The der process will continue to monitor and investigate any similar events.

Event description:
It was reported that: 18f manta deployed and after deployment the groin was bleeding. Manual pressure held. A contrast pic was taken by taking a catheter up and over from the right side to evaluate. The radiopaque lock from the manta was clearly not on the artery, appeared the manta was outside the artery. A 10x40 balloon was entered and inflated for 10 minutes. At that time, there was a much smaller leak when another contrast pic was taken. 10x5 covered stent was placed. Final contrast pic of groin, no leak was seen. Additional information: during a tavr procedure, ultrasound was utilized to gain a higher positioned access in the left common femoral artery. Vessel size was 8mm with no calcification and "little" tortuosity at the insertion site. Measured depth for the manta was 3.5cm and there were no issues advancing or withdrawing procedure sheaths. Systolic blood pressure was 110mmhg and act was 321 prior to closure. 8000 units of heparin and 50mg of protamine were administered intravenously during the procedure. It was reported that the physician struggled with pulling back on the blue push rod. Post deployment time to hemostasis was 20-30 minutes and a balloon and stent were needed to stop bleeding. The patient was fine post procedure with no harm reported.

Manufacturer narrative:
(B)(4).